Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-aug-2023. Investigation summary: sample and photo received by our quality team for investigation. Through visual evaluation, needle hub is observed attached to the syringe luer, it does not appear damaged. The component connected to the lock of the bd eclipse needle safety device is not properly connected. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Further testing was conducted, no sign of leakage occurred. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd eclipse¿ needle had a damaged hub. The following information was provided by the initial reporter, translated from portuguese to english: we identified that a component connected to the safety device lock of the bd eclipse needle prevents proper connection with the luer lock syringe, causing deformation of the set and allowing air to enter during blood collection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle had a damaged hub. The following information was provided by the initial reporter, translated from portuguese to english: we identified that a component connected to the safety device lock of the bd eclipse needle prevents proper connection with the luer lock syringe, causing deformation of the set and allowing air to enter during blood collection.